Event description:
The surgeon went to bite into some tissue and the mouth of the device bent, so he deployed the needle and it broke. The doctor finished the case with an arthrex viper. The pt was not harmed.